Event description:
It was reported that the patient underwent a two-level minimally invasive surgery. During the procedure, the flexible arm would not tighten securely on the bed. The surgeon was still able to use it and all other equipment. The patient was not affected by the flex arm not tightening. No patient complications have been reported.

Manufacturer narrative:
The device rigidity was functionally evaluated by attempting to manually tighten the instrument. After manual tightening, the instrument was determined to be insufficiently rigid. The nature of the mechanism of failure is consistent with anticipated wear of the instrument cable.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.